Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a jagwire was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the coating over the middle of the wire frayed, but did not detach and occurred outside the patient. Follow-up revealed difficulties were encountered removing several products over the wire. However, the procedure was completed with the same jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (difficulty removing devices over guidewire). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).